Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device showed raised body temperature the first days, but then dropped to normal body temperature even though the patient had severe hyperthermia. A customer reported that the patient had respiratory help, unstable, sepsis unstable, nurses assumed he had hyperthermia, the urinary temperature showed around 37,6°c, but esophageal measurement showed 41,1°c. Not possibility to change a urinary catheter because of edema at genitals.